Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump and was instructed to continue using it, acknowledging to call back if the malfunction code recurred.